Event description:
The nurse reported a corneal burn occurred. The surgeon started phaco and immediately removed the phaco lip from the eye and asked the scrub for another phaco handpiece and tip. The first phaco handpiece was removed from the surgery rotation. The surgeon sutured the wound with two stitches. The surgeon completed the following cases with no further problems. No samples were saved for evaluation.

Manufacturer narrative:
The facility continued to use the system with no further problems. The facility did not request service for the system. No samples were received for evaluation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, nov 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.